Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device appeared to be cracked and was leaking. New cannulas were attached and case was completed. There was no patient consequence.